Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump generated a restart alert 42 during meal announcements, the device would not complete a dry run and displayed unable to proceed during rewind, and blood glucose readings were high due to inability to deliver insulin, consistent with a failure to infuse associated with the motor component. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an insulation problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.